Event description:
It was reported that the device parameters were reset three times until it ran out of battery and then was explanted. The patient was using the device around 12-14 hours per day. No patient injury was reported and the device was replaced. It appeared that the device was implanted after the use by date.

Manufacturer narrative:
Final analysis showed the ins had no significant anomalies and was in a no output and no telemetry condition. The ins was opened and battery measurements noted that this condition resulted from a low battery voltage. Functional and destructive analysis of the ins did not reveal any anomaly with the electronic circuit or battery. Therefore it was concluded that the battery was normally depleted.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.